Event description:
Report received from the USA stating "runs rough and was heating". The device was being used during a "lumbar laminectomy" procedure. No pt or user injuries reported. There were no further actions needed beyond replacing the items. The exact day of the event was unknown to the reporter. There was no add'l info provided.

Manufacturer narrative:
The device was received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).